Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4).

Event description:
Doctor reported screw fracture. The patient came to the clinic with the crown and screw fractured inside the implant. Screw was loosened with ultrasound and a new screw was placed. Upper portion of the screw was sent to barcelona. Lower portion was aspired by the machine during extraction. Tooth location 16.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium hexed screw, iuniht was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Signs of use and wear also observed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event.no pre-existing conditions were noted on the complaint. Bone density type: type iii. The reported device was located at tooth site #46 (fdi).pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, improper technique can lead to restoration fracture, screw loosening. DHR review: DHR review was could not be completed since the subject lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was performed for the iuniht dating back 12 months from the notification date, for similar events, using complaint keywords : fracture screw. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: aug post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iuniht). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation. Show less.